Event description:
Ous MDR. After an implantation time of about 29 months, incorrect detections with oversensing and with several inadequate shock deliveries were reported. After these shock deliveries, the ICD indicated 'eos' state. Lead fragment was returned with device. Also removed: lexos vr-t, MDR 1028232-2008-00734.

Manufacturer narrative:
Ous MDR. Only the proximal part of the lead (length: 19 cm) was returned. The returned lead fragment did not show any deviations from the technical specs that could be related to the clinical complaint. The analysis of the lead as well as the analysis of the ICD did not show any indications of a material defect or mfg error.